Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery the spider 2 tenet did not want to function. The procedure was successfully completed without significant delay using a competitor device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A service assessment of the unit revealed that the foot pedal is damaged beyond economical repair and needs to be replaced. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended by post-market surveillance to assess for any necessary corrective actions. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include a damaged hose, connector or valve. No containment or corrective actions are recommended at this time.